Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. A ntw (lot: 40205r1078) was chosen for implantation. During procedure, the steerable guide catheter (sgc) was unintentionally advanced into the left atrium and needed to be withdrawn many times. The clip was placed but the mitral valve pressure gradient increased to 6mmhg. The clip was replaced with nt (lot:40130r1048) but the pressure gradient was still too high. The procedure was aborted and ended with mr unchanged grade 3+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended sgc movement was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.